Event description:
Boston scientific received information that this lead exhibited a lead safety switch (lss) for a pace impedance measurement of <100 ohms. In unipolar configuration the pace impedance measured 320 ohms. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.